Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm was unable to confirm the issue. Any errors or faults found in the logs were several months old and for other issues. The iabp passed the fiber-optic test. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The stm spoke with the hospital biomed who reported the issue and agreed to run the iabp overnight on a simulator. The device ran all night with out issue. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had an optical sensor issue. The iabp was unable to read optical sensor, calibration expired. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had an optical sensor issue. The iabp was unable to read optical sensor, calibration expired. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.